Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead is in the rv. Dr. (B)(6) is seeing pt at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).